Manufacturer narrative:
After battery installation unit power up and display froze after count up followed by an unexpected constant tone, problem isolated to motherboard. Unable to perform any test. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had a humming sound after putting a new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.